Event description:
Reporter indicated that vns pt was explanted due to infection. Further follow-up revealed that the infection was present at the neck incision site and that neurosurgeon is considering re-implant on the right vagus nerve.